Event description:
Using free needle and eyelet of needle broke off. Unable to find piece so x-ray done. Piece was not found on x-ray. Free needle information ref 216706 style mayo 1/2 taper lot number: 369324 aspen surgical expiration date 2029-01-01, (B)(4) assisting.